Event description:
The customer reported observation of a falsely elevated high-sensitivity troponin I (tnih) result on one patient sample on an atellica im 1600 analyzer with reagent lot# 092. Customer noted that quality control (qc) results were (high) outside established ranges. Customer performed a new calibration and repeated qc and patient sample on the same atellica im instrument and using the same reagent lot. Patient recovered lower result compared to the initial elevated result. The initial result was not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
A customer from outside the united states reports observation of a falsely elevated high-sensitivity troponin I (tnih) result (2905 pg/l) on one patient sample on an atellica im 1600 analyzer with reagent lot# 092. The initial result was not reported to the physician(s). Customer noted that quality control (qc) results were (high) outside established ranges. Customer performed a new calibration and repeated qc and patient sample on the same atellica im instrument and using the same reagent lot. Patient recovered lower result (1529 pg/l) compared to the initial elevated result. Result is not discordant based on IFU 99th% cutoff of 45 ng/l calibration data was reviewed and showed that the customer used an invalid calibration resulting in high qc (outside qc ranges) and patient result. The operator invalidated the current good calibration and the system reverted to the 11/2 calibration which was inadequate /qc out of range. Upon recalibration, qc results were within ranges and the affected patient was repeated. Quality control (qc) was outside of established ranges on the day of the event. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The customer is operational, and the reported issue is resolved by troubleshooting.